Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, foreign material like metal shaving was found on the device. It could be wiped off with a cloth but they decided not to use it. Backup device was used instead.